Manufacturer narrative:
Citation: louis j. Kim, farzana tariq, michael levitt, et al. ¿multimodality treatment of complex unruptured cavernous and paracli noid aneurysms¿ neurosurgery publish ahead of print. Doi: 10.1227/neu.0000000000000192. The device was not returned for evaluation. Without return of the device we are unable to definitively determine the cause for the reported experience. The patient anatomy condition was not reported; therefore any contributing factors from the patient anatomy could not be assessed. Based on the customer's photos the customer's report of ¿migration after deployment¿ issue was confirmed. The device was not returned for analysis; therefore the event cause could not be determined. It is possible that braid sizing may have contributed to the reported issues. Per our instructions for use (IFU): ¿select an appropriately sized ped such that its fully expanded diameter is equivalent to that of the largest target vessel diameter. An incorrectly sized ped may result in inadequate device placement, incomplete opening, or distal migration.¿ mdrs related to this report: 2029214-2017-00197 2029214-2017-00198 2029214-2017-00199 2029214-2017-00200. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through review of literature that there were two cases of stent migration that required retreatment when discovered at routine six-week post treatment CT angiography. The second case was captured as case report.